Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to a third-party service center for investigation. During the evaluation, the service center conducted a visual inspection and identified several error codes: error code 53 (e-53: err_comp_log_sem_timeout) ¿ a continue-level error indicating that the semaphore timer expired and was released during a compliance logger operation. This issue can occur if the modem is removed while the compliance logger retains control of the semaphore. Error code 66 (e-66: err_stuck_encoder_b) ¿ another continue-level error, indicating that rotary encoder channel ¿b¿ was detected in a stuck position. As a result, further rotational input from the associated key will be ignored until the condition is resolved. Error code 19 (26.2.2.9 e-19: err_wdog_timeout)-causes the system to enter error state with a reboot level error. The function, checkwatchdogtestresults(), in diag.c, has detected a watchdog trip occurred in an otherwise unspecified section of code. In addition to these errors, dust contamination was observed. There was no evidence of foam particles or degradation. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated box h in this report.